Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from (B)(6): "the pump spontaneously change the flow rate from 1.1ml/hr to 9ml/hr. The nurse programmed the infusion on (B)(6) 2015 at 14hr (pump time), at the patient home. He locked the pump with the patient lock, 2 occlusion alarms occurred during the afternoon. They needed to unlock the pump to be able to restart it. They only did a touchscreen lock. The patient had been hospitalized at the beginning of the evening because she did vagal malaise. On the morning, when the nurse returned to see the patient at the hospital, they noticed that the bag is empty. When the nurse had a look on the event history of the pump and told us that: at 22hr15 (pump time) the flow rate changed to 9ml/hr. On the morning, the hospital had to administrate an antidote of the chemo product to reduce the adverse event related to the complete infusion of the bag in one night. Pump treatment information:1.1ml/h tbi: 104ml ime of the infusion programmed 4.5 days type of drug: chemotherapy product: 5fu delay in therapy: no. Need for medical intervention: yes. Patient involvement: yes. Death / serious injury: no. Human harm: yes."